Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) surgery on the left proximal humerus was performed using philos plate and locking screws on (B)(6) 2018. During the surgery, a 3.5mm locking screw would not engage in the plate. The affected screw was removed and exchanged for a 30mm screw. As this did not happen before the surgeon and sales rep investigated the other screws on the caddy and found that some had a more "dome" shape rather than flatter than the others, the 30mm screw that wouldn't engage also had the same issue. No adverse event, no delay in surgery time. Another screw was used to complete the procedure. Concomitant device reported: philos plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 3.5mm locking screw.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This device was re-reviewed due to the impacted parts being updated. There was one screw that would not lock with the plate which is captured in (B)(4). The remaining screws are "deformed/ a dome shape instead of a flat shape. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.